Event description:
It was reported that shortly after this right ventricular (rv) lead was implanted, there were high impedances that were greater than 2000 ohms. There was also a loss of capture, with asystole greater than 2 seconds, in the bipolar configuration. During a revision procedure, the physician could not extend the helix. This lead was removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Event description:
It was reported that shortly after this right ventricular (rv) lead was implanted, there were high impedances that were greater than 2000 ohms. There was also a loss of capture, with asystole greater than 2 seconds, in the bipolar configuration. During a revision procedure, the physician could not extend the helix. This lead was removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received. Additional information was reported indicating that a device evaluation was completed on this rv lead.

Manufacturer narrative:
The returned right ventricular (rv) lead was analyzed. Visual inspection found the helix mechanism was retracted and dried blood was noted in the helix housing. Additional inspection of the lead noted damage, approximately 214-248 millimeters from the terminal pin. The outer coil is separated/deformed, and the coil is fractured. The inner insulation was abraded on two sides due to crushing damage. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.